Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient developed an infection at the pump and catheter site after a catheter revision. The patient was admitted in the hospital and the physicians suspect possible osteomyelitis. The pump was subsequently explanted.